Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Insulin pump passed self test and unexpected restart error alarm test. No unexpected restart alarm.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and was alarming. Customer stated they are unable to check alarm history or clear because of button issue. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 220 mg/dl at time of reporting. Nothing further reported.